Event description:
Had lasik surgery and had 20/20 vision for the first year or so. Nighttime vision has been increasingly difficult, starbursts around lights has been constant, and overall daytime vision is now around 20/50 after 7 years -failed the eye test 4 years after surgery. Eyes take longer to focus and adjust on objects. I have had to wear glasses or contacts for driving, sports, and most outdoor activities. Overall, I am not happy with the adverse effects that have been happening since I had the surgery.